Manufacturer narrative:
Analysis of the lead (l/n va20c1c) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va22cu4, implanted: (B)(6) 2020, product type: lead. Returned device anticipated for analysis: product ID: 3387s-40, lot#: va22cu4, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was stated there were high impedances on right subthalamic nucleus (stn) lead with all contact 1 pairs, other contacts were all fine. To troubleshooting they switched the twist lock cable and saw the same impedance issues, so the lead was replaced. Impedance issues remained. Impedances were initially around 6-10k ohms and connections were checked using 2 tablets with no resolution. While on the call, the connection was "wiped" and tried again and impedances were now showing around 21-31k ohms. There were no issues connecting to the twist lock or implant of the lead. It was reviewed there could be a potential anatomy issue. The healthcare provider (hcp) backed up the lead 3 mm dorsally and impedances were tested again. This resulted in contact 0 pairs being high at 4k ohms or 40k ohms, it was not understood on call by technical services and is not yet clarified. It was said they saw testing voltage increase, indicating a likely impedance issue, during the measurement. The lead was backed up further (6mm from initial placement/target) and impedances cleared. It was stated the physician was looking at "swi" magnetic resonance imaging (MRI) scan and there was some sort of structure in the location of the lead - it appeared "as a white spot" in that area. They stemmed on contact 1 for 5 minutes, which resulted in impedance being high on contact 1. The physician was stated to usually place the tip of contact 0 at target, so they are going to attempt to place the lead deeper so that the area of the white spot was sitting at the spacing of the lead as opposed to directly on a contact. Additional and clarifying information was received on the same day from the rep when outside of the case on the same date. It was stated environmental/external/patient factors that may have led or contributed to the issue, included there was a "new fellow" assisting the procedure. It was reiterated that all was checked on the drive. Troubleshooting performed included rechecking all cables, drive connections, and grounding cable. The twist lock was switched out for a new one. This did not resolve the issue. The lead was then changed out for a new one with the same results. The surgeon moved the lead up superior and the same impedance issue moved then to contact 0. The magnetic resonance imaging (MRI) was relooked at and it was noticed "some spot"/"unknown structure" on the area where the target/subthalamic nucleus (stn)/lead was planned at. It was stated there would be a follow-up with radiology and the family. When moved superiorly again another 3mm (total 6mm from the original lead target and where the impedance issue was), retesting impedance showed no issues or problems found. It was decided by the surgeon to calculate the distance (1.5mm) between contacts to avoid having contact at the location where the structure seemed to be giving the high impedance issue. Stage 2 was done the same day and impedance testing showed no issues. The issue was stated to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the result of the impedance test was confirmed to be 4k ohms. The cause of the high impedances was also undetermined and unclear if it was truly an anatomic issue or not.